Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Add'l data from importer report: (B)(4) 2012; pelvitex polypropylene mesh; catalog #: 486015; (B)(6).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient was cystocele, enterocele, and apical uretero vaginal prolapse. Complications post placement: (B)(6) 2011 - cervical stump prolapse mesh revision surgery details: (B)(6) 2011 ¿ underwent laparoscopy, lysis of adhesions, cervical stump suspension, cystoscopy with stunt placement, excision of vaginal mesh for cervical stump prolapse under general anesthesia.